Event description:
Electrosurgical unit alarm sounded when used without grounding pad during surgery. Staff thought it was not necessary to use grounding pad when using machine in bipolar mode. Biomed engineer checked machine and found nothing wrong with unit. According to manual, the unit should be used with grounding pad when in bipolar mode, & thus the unit reacted properly. Out come: user error. No injury to pt.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, none or unknown, alarm failure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.